Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors instrument's tip was chipping. The procedure was completed as planned with a backup instrument. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.64mm x 2.04mm inside. The instrument was found to have scratch marks and abrasions on the tube adapter. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information: it is unknown where the issue occurred, and the broken piece was not returned. There was no damage to the mcs tip cover accessory and no fragments fell into the patient. The patient has not returned to the hospital due to experiencing post-surgical complication.